Manufacturer narrative:
This 44-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of medical device removal ('device removal'). The subject's concurrent conditions included obesity. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The investigator considered medical device removal to be related to fallopian tube occlusion insert. The reporter commented: investigator report serious adverse event device removal and she provide pelvic pain as intercurrent disease as alternative possible explanation for serious adverse event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 25-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of medical device removal ('device removal'). The subject's concurrent conditions included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On 15-sep-2015, the subject underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of fallopian tube occlusion insert. The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The investigator considered medical device removal to be related to fallopian tube occlusion insert. The reporter commented: investigator report serious adverse event device removal and she provide pelvic pain as intercurrent disease as alternative possible explanation for serious adverse event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: duplicate case is identified (B)(4). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 44-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of medical device removal ('device removal'). The subject's concurrent conditions included obesity. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The investigator considered medical device removal to be related to fallopian tube occlusion insert. The reporter commented: investigator report serious adverse event device removal and she provide pelvic pain as intercurrent disease as alternative possible explanation for serious adverse event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: no new clinical information received, update to imdrf/FDA codes only. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 958709) inserted. The case describes the occurrence of medical device removal ('device removal'). The subject's concurrent conditions included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed. At the time of the report, the medical device removal outcome was unknown. The investigator considered medical device removal to be related to fallopian tube occlusion insert. The reporter commented: investigator report serious adverse event device removal and she provide pelvic pain as intercurrent disease as alternative possible explanation for serious adverse event. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.